Event description:
Parent of the recipient reported a sudden loss of hearing benefit with the device. It is unknown if a trauma occurred. Reimplantation is considered but has not yet been scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Parent of the recipient reported a sudden loss of hearing benefit with the device. It is unknown if a trauma occurred. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent of the user reported a sudden loss of hearing benefit with the device.